Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient experienced the pain when the stimulation was both on and off. The physician assessed the ipg was the cause of the pain. In addition the patient was no longer receiving adequate pain relief. Reprogramming was attempted, however it was not successful. The patient was admitted to hospital beyond the standard of care, and underwent a revision procedure in which the ipg was explanted. The patient has fully recovered. The explanted ipg will not be returned as it was discarded at the hospital.

Manufacturer narrative:
Implant date: ipg was implanted (B)(6) 2010. Exact date is unknown.